Event description:
Patient was sent by his dialysis unit from another facility and to the interventional suite after a report of patient's catheter bleeding during his recent dialysis treatment. Patient was seen and examined by md and a catheter exchange was performed without any difficulty and patient was discharged home in stable condition. After catheter was removed, md noted that the catheter which was a 28 medcomp ref# asp28-3 lot #mbca460 was split almost to cuff area which may have accounted for the bleeding.